Manufacturer narrative:
Device received with e52 alarm loop during power up, problem isolated to mother board. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests or verify motor error alarm due to e52 alarm. The motor was tested outside of the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had received motor error alarm. Customer's blood glucose level was unknown. Insulin pump will be returned for analysis.